Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge, then resumed their insulin therapy. Ultimately, the customer reverted to an alternate method insulin therapy.